Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the battery compartment was found to be cracked in the thread area and below the grip pad. Moisture was observed in the battery compartment. Test caps were used during investigation as the battery and cartridge caps were not returned. The pump was able to power on with a test battery cap. A leak test was performed and leaks were identified in the battery compartment and display lens. The pump cover was removed and no further moisture was observed in the pump. Additional evaluation code: results code-(B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.